Event description:
A complaint of imprecise sequential reading on a customer's freestyle flash meter was received. The customer obtained readings of 500 mg/dl and 79 mg/dl within 10 minutes. The results when plotted on a parkes error grid fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.